Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had a total hip done in 2015. He was doing yard work and felt something happen in his hip. After imaging was done, it was noticed there was a fracture distally on his femur to the stem. The surgeon removed the head, sleeve and taperfill stem and used a slimmer revision hip stem in its place. The liner and cup were left alone.